Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) no further actions are required as the device was implanted.

Event description:
Patient reporting left implant rupture suspicion. Patient then confirmed rupture was diagnosed by MRI. Device was replaced.

Event description:
Patient reporting left implant rupture suspicion. Patient then confirmed rupture was diagnosed by MRI. Device was replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.